Manufacturer narrative:
DHR/bhr review lot#4016767. This batch of products were assembled at intima ii auto line 4 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective sample and photo have been received for the complaint. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Refer to attachment for the test report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defect states of the junction cannot be identified, the root cause of leakage there cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. Venous blood spills from the junction after a successful puncture.